Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning normally. The hdmi cable was inspected and reseated at the monitor, and computer. Monitored displayed for over an hour and there were no issues with display detected. Five (5) spins were completed in a row to see if reconstructing the images would cause the video card/pc to overheat, but the video signal was never lost. Rad and fluoro gain calibrations were past due and completed during the site visit. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the site was experiencing in termittent video issue on the imaging work station that had only been resolved by a reboot and sometimes multiple reboots. The issue was unable to duplicated during testing on the day of report. There was no reported patient involvement.